Event description:
It was reported that the ilet user experienced hypoglycemia, with a documented lowest blood glucose of 51 mg/dl after a meal, and the specific cause remained unclear. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included urgent low glucose that required treatment but did not require hospitalization. Investigation included complaint intake, user troubleshooting, and education focused on immediate carbohydrate treatment and continued monitoring. Investigation of this case revealed no confirmed device malfunction, with the event characterized as hypoglycemia of unclear cause following a meal and resolution after fast-acting carbohydrates, and device components were not implicated based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.